Event description:
In 2007, the patient was treated for a thoracic aortic aneurysm with the gore tag thoracic endoprosthesis. Nine days later, the patient died. The physician reported the autopsy showed a rupture site located across from the origin of the subclavian artery and appeared to be a form of a type ii endoleak.

Manufacturer narrative:
A review of the manufacturing paperwork has been requested. Also implanted in the patient were lot# 04322597 and lot# 04224659.